Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported using off label insulin. Tandem customer technical support informed customer that this is off label per the user guide. During system check with tandem technical support, it was confirmed that the cartridge had a blockage. Customer changed the cartridge to address the occlusion alarm and successfully resumed insulin. Customer's blood glucose level was 165 mg/dl.